Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. Seven days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis event and was discharged from the hospital one day after being admitted. At the time of this report, the patient outcome was unknown and peritoneal dialysis therapy was ongoing. No additional information is available.